Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ left and right side pelvic area') in an adult female patient who had essure (batch no. 869754, 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced nausea ("nausea") and cystitis ("infection ¿ bladder"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the nausea, cystitis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2019: uterus and bilateral fallopian tubes, excision: unremarkable cervix. Benign proliferative endometrium. Unremarkable myometrium and uterine serosa. Bilateral fallopian tubes, one with benign paratubal cyst. Bilateral tubal occlusion devices, gross examination only.. Ultrasound scan vagina - on (B)(6)2018: results of confirm. Test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia),dysmenorrhea, infection ¿ bladder. Lot number and reporters information were added. Outcome of event bleeding from unknown to recovered/resolved was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ left and right side pelvic area') in an adult female patient who had essure (batch no. 869754, 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced nausea ("nausea") and cystitis ("infection ¿ bladder"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the nausea, cystitis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2019: uterus and bilateral fallopian tubes, excision: unremarkable cervix. Benign proliferative endometrium. Unremarkable myometrium and uterine serosa. Bilateral fallopian tubes, one with benign paratubal cyst. Bilateral tubal occlusion devices, gross examination only.. Ultrasound scan vagina - on (B)(6)2018: results of confirm. Test: bilateral occlusion. Lot number: 844599 manufacture date: 2011-03 expiration date: 2014-03. Lot number: 869754 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ left and right side pelvic area") in an adult female patient who had essure inserted (lot no. 844599, 869754) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping)"). In 2013 she experienced nausea ("nausea") and cystitis ("infection ¿ bladder/infection (bladder/urinary tract/vaginal) type: bladder"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding had resolved. The outcomes for nausea, cystitis and dysmenorrhoea were unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 1012 (discrepancy noted). She had more than one essure related surgery on (B)(6) 2018 essure removal date provided as : (B)(6) 2028. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: uterus and bilateral fallopian tubes, excision: unremarkable cervix. Benign proliferative endometrium. Unremarkable myometrium and uterine serosa. Bilateral fallopian tubes, one with benign paratubal cyst. Bilateral tubal occlusion devices, gross examination only. [Ultrasound scan vagina] on (B)(6) 2018: results of confirm. Test: bilateral occlusion lot number: 844599 manufacture date: (B)(6) 2011 expiration date: (B)(6) 2014 lot number: 869754 manufacture date: (B)(6) 2011 expiration date:(B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ left and right side pelvic area") in an adult female patient who had essure inserted (lot no. 869754, 844599) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping)"). In 2013 she experienced nausea ("nausea") and cystitis ("infection ¿ bladder/infection (bladder/urinary tract/vaginal) type: bladder"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding had resolved. The outcomes for nausea, cystitis and dysmenorrhoea were unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 1012 (discrepancy noted). She had more than one essure related surgery on (B)(6) 2018. Essure removal date provided as : (B)(6) 2028. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: uterus and bilateral fallopian tubes, excision: unremarkable cervix. Benign proliferative endometrium. Unremarkable myometrium and uterine serosa. Bilateral fallopian tubes, one with benign paratubal cyst. Bilateral tubal occlusion devices, gross examination only. [Ultrasound scan vagina] on (B)(6) 2018: results of confirm. Test: bilateral occlusion lot number: 844599 manufacture date: 2011-03 expiration date: 2014-03 lot number: 869754 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter lawyer added, reference section, non drug treatment, rcc updated. . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, dyspareunia, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: results of confirm. Test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case become incident. Unspecified event "injury to herself" was updated to more specific events: pelvic pain, abdominal pain, dyspareunia, nausea. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.